Event description:
Reporter alleged obtaining discrepant blood glucose of about 280 mg/dl back to back with a result of about 140 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.